Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, suturesnare, ar-6060-90, was received for investigation. Visual evaluation revealed that the nitinol loop was protruding slightly out of the distal tip at full retraction of the actuator wheel. Functional test was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to use error due to excessive user-applied mechanical forces.

Event description:
It was reported that during an arthroscopic rotator cuff repair surgery with calcium removal an act-joint extension, while attempting to retrieve suture the wire tip of the first ar-6060-90 broke off, the second ar-6060-90 tip bent into an open position upon the first use of suture retrieval, was not operable thereafter. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with part number ar-4068-90. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.